Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100nx sterilizer. The positive bi result was found after 24 hours of incubation. The subsequent bis were reported having negative results. The customer indicated that it is "highly probable that the cap was depressed prior to processing." At this time there are no reports of injury or harm from the event. The load contents were a bk open ultrasound probe in an aptimax tray, and a stryker camera and cord in a stryker tray. The load was released and it is unknown if the contents were used on one or two patients. It is known that one patient has not experienced any adverse reactions and is doing well. This event is being reported because items from the load were released and used on a patient before reading the bi results.

Manufacturer narrative:
(B)(4) suspect positive bi. The customer was advised per the IFU not to push the cap down prior to processing and that if a positive bi is suspected, to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 09/2011 to 08/2012; there was no significant trend observed. Trending analysis by lot number was performed. The lot history from 08/28/2012 to 09/28/2012 found there were no similar incidents. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed and indicates that the risk to the patient is low. Thirty-two (32) retain bis were tested. The retain samples were found to function as intended. Forty (40) bis were returned for evaluation. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. Furthermore, the suspect bi was not returned for evaluation and the unused returned bis already had golden ci discs. They could not be evaluated for functional performance since the unprocessed ci disc color did not meet specification. The customer's suspected that the cap may have been depressed prior to processing.

Manufacturer narrative:
Sex: corrected from female to unknown.